Event description:
It was reported that during an implant attempt, after exercising the right ventricular lead, the helix was not retracting appropriately and was still visible. The lead was not used and a replacement lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. Visual analysis noted the length of fully retracted helix is 0.0085, which is within specification.